Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading. Indicating possible device malfunction. Based on known device settings, it is unlikely that generator battery end of life is the cause of the high lead impedance test result. Lead break is suspected. At follow-up office visit, severe migration of the generator was noted. The generator migration was likely a causal/contributing factor tothe suspected lead malfunction and subsequent high lead impedance condition. The patient underwent revision surgery, during which both the lead and generator were replaced. It was reported that there was a completed lead fracture and that the lead was frayed. The cause of the generator migration has not been determined.